Event description:
It was reported that during a stenting treatment procedure, the patient expired. Vascular access was obtained via the femoral artery. The 8x4mm, 60-70% stenosed lesion being treated was located in the non-calcified and non-tortuous, ostial left main artery. The lesion was predilated with a 3.5x10mm unknown cutting balloon. Then a 4.00x8mm promus element stent was advanced to the target lesion and inflated at 11atm for 30 seconds. The balloon had an overhang and closed the artery. The physician tried to deflate the balloon but was unsuccessful so an unknown guide wire and balloon catheter were advanced to the target lesion and were used to removed the inflated balloon. However, upon removal a piece of the balloon detached and was not retrieved. The patient experienced tachycardia and cardiac arrest. CPR was began and patient was placed in a "cardio help" machine. The physician decided to transfer the patient to surgery. During the transfer the patient expired. No further complications were reported.

Manufacturer narrative:
(B)(4). (B)(6). Device is combination product. Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device found that the hypotube was severely kinked at various locations. The shaft polymer extrusion was severely stretched and a break was noted in the midshaft at 20.5cm distal to its proximal edge. It is noted that the break, kinks and stretching that was evident in the extrusion, are all consistent with excessive force having been applied to the device. The distal section of the break, including the balloon and tip section of the device was not returned for analysis. As a result of the break in the extrusion, it was not possible to test the device for potential deflationary problems. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that during a stenting treatment procedure the patient expired. Vascular access was obtained via the femoral artery. The 8x4mm, 60-70% stenosed lesion being treated was located in the non-calicified and non-tortuous, ostial left main artery. The lesion was predilated with a 3.5x10mm unknown cutting balloon. Then a 4.00x8mm promus element stent was advanced to the target lesion and inflated at 11atm for 30 seconds. The balloon had an overhang and closed the artery. The physician tried to deflate the balloon but was unsuccessful so an unknown guide wire and balloon catheter were advanced to the target lesion and were used to removed the inflated balloon. However, upon removal a piece of the balloon detached and was not retrieved. The patient experienced tahycardia and cardiac arrest. CPR was began and patient was placed in a "cardio help" machine. The physician decided to transfer the patient to surgery. During the transfer the patient expired. No further complications were reported.